Event description:
It was reported when the device was used during a hemicolectomy procedrue in 2003, it stapled and transected the tissue. Following the transection, the anastomosis was completed using sutures. Subsequently, the pt developed a fever and hypertension indicating peritonitis. A CT-scan was performed and showed infiltration leading to re-operation six days later. In addition, the surgeon checked the CT scan for staples and none were noted, however, clips used during the surgery were noted. The surgeon found intra-operative that the colon transversum's lumen was open. The surgeon concluded the device had cut but did not fire staples during the first procedure, however, the staple line was not inspected, but the surgeon was confident that staple line was intact. The pt remains in the hosp. There are no other reported consequences.